Event description:
The customer stated she passed out because her blood glucose had dropped too low. Her mother ran her blood test using the contour next link. The reading was 93mg/dl. She was coaxed into sipping on a (B)(6) until she felt better. She was retested with the same meter and the reading was 84mg/dl. Customer disposed of the remaining test strips, so only the meter information was provided. A new meter was sent to her.